Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: exact date of event is unknown; event occurred in 2021. This report is for an unknown tfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the surgeon was made aware that the patient¿s trochanteric fixation nail advanced (tfna) had broken. The patient underwent a revision procedure to remove the broken device. This report is for an unknown tfna. This is report 1 of 1 for (B)(4).

Event description:
It was reported that on unknown date, the surgeon was made aware that the patient¿s trochanteric fixation nail advanced (tfna) had broken. The patient underwent a revision procedure to remove the broken device. This report is for an unknown tfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: exact date of event is unknown; event occurred in 2021. This report is for an unknown tfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.